Event description:
It was reported that the patient had never experienced good relief with the pump. The patient had considered having the pump removed. The patient had several back surgeries where the catheter had been cut. The patient's mother was non-compliant in keeping the patient's refill appointments. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.